Event description:
It was reported that a malfunction code appeared on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted with resetting the pump, after which the malfunction did not recur, and was informed to contact support if the issue arose again.